Event description:
It was reported the patient underwent a procedure to explant the superion indirect decompression spacer due to an unknown reason. The device was not returned for analysis.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.